Event description:
International customer reported that the attending surgeon released the needle from the needleholder during a laparoscopic hernia repair. The attending surgeon lost both visual and tactile control of the device. The needle remains lot in-situ. There are no plans at this time to perform any additional surgical procedures to retrieve the device.

Manufacturer narrative:
(B)(4). (B)(4). Result: representative samples of the returned product were tested for needle attachment tensile strength and the results obtained met release requirements. Conclusion: no failure detected and the product exceeds tensile strength requirements. The user lost both visual and tactile control of the device.